Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our preliminary investigation, through review of the case logs, showed that the software correctly alerted the user of a drb shift before placing screws. It is recommended in the user manual to perform an anatomical landmark check to ensure navigation is still accurate after receiving a drb shift warning. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced and revised intra-operatively. This event occurred in australia.